Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The electrode belt sn (B)(4) has not yet been recovered from the field. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication at this time that the lifevest caused or contributed to the patient's death, as the device was removed prior to the patient's passing. Device manufacture date: monitor sn (B)(4): 04/30/2014; electrode belt sn (B)(4): 10/03/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Prior to passing, the patient received two inappropriate treatment shocks while in the hospital. The patient received the first treatment at 17:33:39 on (B)(6) 2017 while in atrial fibrillation with a rapid ventricular response at 170 bpm. The post-shock rhythm was sinus rhythm at 70 bpm transitioning to rapid atrial fibrillation with rapid ventricular response at 215 bpm. The second treatment was delivered at 17:35:37 while the patient was in atrial fibrillation with a rapid ventricular response at 180 bpm. The post-shock rhythm was intermittent sinus rhythm with pat transitioning to atrial fibrillation with a rapid ventricular response at 160 bpm. The response buttons were pressed intermittently throughout the event. The electrode belt was disconnected at 17:38:01 on (B)(6) 2017. The patient's nurse reported that the patient passed away at 18:30 while not wearing the lifevest. There is no indication at this time that the lifevest caused or contributed to the patient's death, as the device was removed prior to the patient's passing.